Manufacturer narrative:
(B)(4). Date sent: 8/27/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk. Additional information was requested and the following was obtained: "when retrieving sleeves that have fallen out of the patient body, no change in procedure, such as additional port holes, incisions, etc. The patient is stable after the surgery." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve from the tt012 device was received with the tip of the sleeve broken. In addition a piece of plastic from the sleeve was returned in inside a plastic bag. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. The manufacturing records couldn't be reviewed as the batch number is unknown.

Event description:
It was reported that during a pneumonectomy vats, the tip of the trocar was broken. It was used on lung. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.